Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient¿s therapy relief changes once their ins battery gets to 50 percent full and the patient feels the need to turn stimulation up to get results. It was also noted that now the patient noticed their ins battery depleted in approximately two days vs 4 to 5 days with their old settings. Their recharge sessions were for 3 hours per session. They indicated that they had not recently switched groups or programs, but they had increased their parameters. They had not had any previous overdischarged events and it was indicated that no traumas/falls/emi likely led to the reported issue. Impedances were checked and they had the value of 797 ohms. The patient also indicated to the reps that it would take them a full day for therapy to return to normal after their battery was charged. Technical services had the rep run longevity calculations and they discussed how the function of the battery at high amplitude levels and the internal electronics function. It was reviewed that the ins was designed to deliver stimulation at programmed settings no matter what the battery level was. The rep was going to consider programming a group with cycling to see if that extended the ins battery life. The event occurred in sep-2019. The following longevity calculations were taken: current settings: 3.8v, 90pw, 1000hz, 797 ohms recharge interval: bol: 7.09days, eol: 5.93days previous settings: 3.4v, 90pw, 1000hz, 797 ohms (used this value as previous data unknown) recharge interval: bol: 9.18 days, eol: 7.72 days the patient charges their ins at 50% full at 8 coupling bars and states it takes 3 hrs to charge ins to full. Ts reviewed normal charging times can vary from 1 to 2 hours per quartile with 6 to 8 coupling bars. No further complications were reported/anticipated.

Event description:
Additional information was reported that the cause of the frequent charging was not determined. No actions have currently been taken to resolve the issue. The patient was told to charge every day, but they could get it replaced with a new one if they choose to do so. The issue currently has not been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the patient having to recharge more frequently was due to their recent increase in parameters was normal/expected based on longevity calculations. The cause of patient¿s therapy relief changing when the ins gets to 50%, feeling like they need to turn it up to get results and it taking them a full day for their therapy to return to normal after their recharge the battery was not determined. Patient's device cycling initiated and programming was changed to hd. It was unknown if the issues were resolved. The provided information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that cause was not determined. It was reported they replaced the recharger cord and now it charges better. Patient reported the pain returns when the battery level gets to 50%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ failed back surgery syndrome/ lumbar radiculopathy. It was reported that when the neurostimulator (ins) battery got half way down where it needed to be charged, the patient's pain would come back. Patient reported having to recharge every 2-3 days but it was more like 2 days than 3 most of the time. Patient stated she usually had a week in the past before she had to charge up. Patient has not recently switched groups or had any increase in parameters and has been on 3.4 volts since she first got it. Patient reported she has let the ins gone dead but she has been able to charge it back on her own. Patient reported that she charges ins to 100%. No further complications were reported/anticipated.